Event description:
The pump was allegedly set to infuse at 22cc/hr. Total volume set at 500cc. One and one/half hours after beginning infusion it was noted that only 100cc remained in the bag. 400cc of solumedrol concentration infused in just under two hours. The pump was tested and checked ok. The pump is being returned to baxter.